Manufacturer narrative:
The technician found the foot end rocker arm broken in half at the hex rod which prevented the casters from engaging into brake. The technician used a brake/steer upgrade to repair the stretcher.

Event description:
Info received indicates the brake casters area only engaging into brake at the head end of the stretcher.